Event description:
The spouse of a (B)(6) female patient contacted zoll customer support to report that the patient's battery charger will not charge the battery packs and says that it is charging when there is not a battery pack on it. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem will not charge batteries) was confirmed. Upon investigation u13, an 8-bit cmos flash micro-controller, was found to be defective on the battery charger/modem's bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component.